Event description:
Infusion complete with vtbi remaining and infusion finished early. 1:27 primary rn programed mag 2g 50 ml as piggyback. 1:28 had action required alarm - review program n102 times 2. 1:31 started infusion. 2:44 vtbi complete alarm - rn noted mag bag was still full. Only 4.45 ml delivered as evidence by volume infused screen. Review of log showed mag was programmed as: magnesium sulfate 2 grams/50 ml: intermittent 2 gram for 3.28ml: piggyback. Reprogrammed infusion on right side of same pump - infused appropriately. Tried to recreate problem on a different pump by changing the vtbi infused volume to 3.28 ml, but that changes the gram amount from 2 to 0.131 and generates low dose alarms that were not on original pump. Manufacturer response for large volume infusion pump, plum duo (per site reporter). ICU medical was aware and pulled the pump logs. Pump put back into rotation.